Event description:
It was reported that the customer was hospitalized with dka. The customer's family member said that the cannula on the infusion set was bent. The high pressure test was conducted and the pump alarmed motor error.